Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a thrombectomy procedure a break occurred. During advancement of the fetch2 into the tuohy, the shaft was broken. The procedure was completed with a non-bsc aspiration catheter. No patient complications were reported.